Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection procedure, the device was unable to fire. A new stapler and reload was used in order to complete the case. No patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The product expiration date cannot be verified as the lot # was not reported. Visual examination noted that the loading unit was fully fired. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.